Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon sixth inflation at 8 atmospheres. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.